Manufacturer narrative:
1.no nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d240814c-4). 2.the suspected meter that was shipped to pdc on (B)(6)2024 and the retained one (serial#: (B)(6)) were used to re-examine their setting and all functions, and no malfunction of both meters occurred. Standby current (5.1 ua) of the suspected meter met acceptance criteria (< 55 ua). 3.suspected strips with 2-year shelf life were manufactured on (B)(6)2024. The suspected strips were re-tested by using suspected meters with any valid control solutions (batch# of level low: 3ah1a06 and exp. By 2026-02-28; batch# of level high: 4ah3a23 and exp. By 2026-07-31), gcs test results (level low: 49/51; level high: 287/271) met the acceptance criteria (level low: 40~85; level high: 230~340). 4.as above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6)2025 around 11:00pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a reading of hi. A normal reading for that time of day is usually around 260mg/dl. Caller stated that he had an apple with mixed nuts, water and 500mg of metformin. Caller stated that he was feeling dizzy and could not think straight. Caller stated that he went to (B)(6) hospital located at (B)(6) and did not call ems. Caller stated that when he arrived at the hospital his blood glucose was 441mg/dl. Caller stated that he was given 20 units of fast acting insulin at the hospital. Caller stated that he was prescribed glucoside and they increased his insulin from 12 to 20 units. Caller did not recall what his blood glucose was when discharged from the hospital.